Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect access solution was selected for use during a watchman procedure. After right femoral vein access, the implanter began transeptal pull down with the versacross connect system. Proper tenting was made but when radio frequency (rf) was turned on, the versacross rf wire did not successfully puncture to septum. The implanter tried again making sure the rf wire was out of the versacross dilator, but it also failed. There were no errors displayed on the bmc rf generator and it was tried to increase the burn time to 2 seconds constant but that also failed. After 5 attempts, a new versacross fixed curve transeptal system was opened and it was a successful crossing of the septum upon the first attempt. No patient complications were reported. The device is not expected to be returned for analysis (contaminated). The radio frequency was delivered per the bmc rf generator, but the versacriss rf wire could not cross the septum. There was a limited thin fossa but other than that the anatomy wasn't too challenging. On fluoro, the versacross rf wire looked to be 1-3mm past dilator tip. It was confirmed that the wire was protruding from dilator prior crossing. No other issue was reported.